Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reported information and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that shortly after implant, the patient with this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) experienced a syncopal episode. During the first clinic follow up, capture was unable to be confirmed on this rv at maximum outputs and oversensing of noise resulting in pacing inhibition was also observed. The patient was admitted to the hospital due to concerns of a lead dislodgement. No additional adverse patient effects were reported. This lead remains in service. Additional information was received that an echocardiogram was performed and a cardiac perforation was confirmed. The lead perforated the right ventricle through to the left ventricle. A revision procedure was performed and the lead was explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this lead for analysis since it was disposed.

Manufacturer narrative:
The local area sales representative was contacted for additional information regarding initial reported information and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that shortly after implant, the patient with this right ventricular (rv) lead connected to an implantable cardioverter defibrillator (ICD) experienced a syncopal episode. During the first clinic follow up, capture was unable to be confirmed on this rv at maximum outputs and oversensing of noise resulting in pacing inhibition was also observed. The patient was admitted to the hospital due to concerns of a lead dislodgement. No additional adverse patient effects were reported. This lead remains in service.